Event description:
It was reported through a social media post that a patient had multiple battery replacements, including two full revisions due to scar tissue and surgical malfunction. It was noted that the patient's left vocal cord does not work anymore. No further relevant information was received to date.